Event description:
It was reported that the pt had a problem with recharging since implant. The pt was able to get coupling, but then after they took a breath, it disappeared. The pt initially charged with the antenna direction on her skin. When spaces were added, there was no improvement. The pt noted doing a lot of bending. A device flip was being considered. Additional information reported that the device was reprogrammed five times. The pt had or would have surgery to fix the problem with the system. The pt was no longer having problems with the system. Additional information has been requested, but was not available as of the date of this report.